Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler 30 gray reload was broken into pieces. It is unknown if a fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler 30 gray reload could not be replicated nor confirmed. The reload was returned unfired and with only the removal tool installed. The removal tool was removed from the reload to perform a visual inspection. Visual inspection found to damage to the reload. All of the reload staples were seated in the reload pockets and no cartridge damage was observed. The reload was then installed on an in-house instrument. The instrument was then used to fire the reload. The reload sequence was completed successfully with no issues. No product issue was identified. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The reload will be transferred to engineering per pir flag. The complaint was not confirmed by failure analysis. The probable root cause cannot be determined.